Event description:
It was reported that the patient had leaking symptoms and had symptom return. The next day it was reported that the patient was newly implanted and was wondering how to use the programmer because they were having a return of symptoms. The patient had a loss of therapeutic effect and was now leaking and the issue began yesterday. The patient¿s surgery was 6 days ago and they had done well until yesterday. All the patient had to do was move or turn wrong and it leaked. The patient tried using the programmer to turn it up this morning but they had trouble turning it off and their spouse took the paddle off. The patient couldn¿t adjust right now as they were still in a hospital bed and they couldn¿t walk and their spouse was not there to help them. The patient would call back when they had their programmer and their spouse to go over programmer use and how to change settings. It was later reported that the patient was having no issue. The patient was immobile and had a day where they weren¿t sure if they were leaking or not. Before the therapy the patient would leak continuously all day long in their depends and now they were able to fully void into their depends. The patient was fine and was 60 to 70 percent better than their baseline with the therapy. No changes were made to the patient¿s therapy and no troubleshooting or reprogramming was required. There was a 50 percent or greater symptom reduction. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), product type: extension; product ID 3093-28, lot# va0ebwt, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).